Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing. Technical services (ts) was contacted, and ts noted the noise appeared to be movement related. Ts also noted a previous inappropriate shock delivered by the s-ICD for a similar noise event. The s-ICD system remains in service. No adverse patient effects were reported.